Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 of -9.00/2.0/093 (sphere/cylinder/axis) implantable collamer lens was found to be torn/broke during injection delivery into the patients right eye (od). The lens was not implanted. No patient contact; the lens did not touch the eye. No patient injury. A spherical lens was implanted as a replacement lens of the same size and lri was performed for astigmatism. This resolved the problem.